Manufacturer narrative:
Evaluation is in progress, but not concluded.

Event description:
It was reported that the heart lung machine could not be set to perfusion mode using central control monitor. There was no reported adverse consequence to a pt as a result of this event.